Event description:
Customer reported the generation of false patient results for the ise (ion selective electrode) which includes na (sodium), k (potassium) and cl (chloride) on their dxc 700 au clinical chemistry analyzer. The erroneous patient results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected instrument and found sample probe was bent and reference valve had malfunctioned. The fse replaced multiple parts which includes ise reference valve which resolved the issue. The fse verified the system performance successfully without issues. The analyzer returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case: (B)(4).